Event description:
Case ID: (B)(4). Case status: open. Summary: 8100 bolis ail limit during pm. Case notes: problem description. (B)(4). 8100 sn: (B)(6) npi. Bolis ail limit during pm. Went over service bulletin 543 and how to correctly connect the 8015 to asm.

Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. The database showed no quality notification/s were opened for the source device. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure and product was not returned for the servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. The database showed no quality notification/s were opened for the source device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was not returned for the servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: ca-(B)(4). The customer stated that there was no patient involvement.

Event description:
Case ID: (B)(4), case status: open, summary: 8100 bolis ail limit during pm, case notes: problem description: (B)(6) 2018, 09:55:17, (B)(4). 8100 sn: (B)(4) npi. Bolis ail limit during pm. Went over service bulletin 543 and how to correctly connect the 8015 to asm.